Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the balloon of this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had a hole and the kink resistant tubing (krt) had detached from sharp instrument damage. The balloon was not tested for leaks because a hole caused by sharp instrument damage was identified. The balloon could not be functionally tested due to the leak resulting from the sharp instrument damage. Based on the information available and analysis results, the sharp instrument damage found is considered a secondary failure. Additionally, the reported allegation relates to urinary incontinence which is known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.